Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Customer reported via company representative an unknown side "sharp increase in device malfunction and leaks; it appears that no patients were negatively impacted¿. Device status is unknown.